Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, non-sustained right ventricular over sensing due to post-paced t-wave over sensing was observed. Reprogramming was recommended to resolve the issue, and the patient was in stable condition with no adverse consequences.